Event description:
This event is from a journal article. It was reported that a pt underwent a gynecological procedure for a prolapse on an unk date and mesh was implanted. The pt experienced a de novo stress urinary incontinence that required a sling intervention. No add'l info is available.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.